Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). The patient experienced greater than 2 seconds of asystole. It was noted the pacing impedances and shock impedances had gradually increased, but were still within normal limits. Troubleshooting was performed and the noise was recreated. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.